Event description:
The customer initially reported that the item is over 7 years old. It is broken at the tips. On (B)(6) 2012 customer reports via phone that the tips broke while performing an inguinal hernia. Tips were easily retrieved from the wound, no harm to patient x-ray was not taken because the parts appeared to fit the break properly (slee).

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.